Event description:
It was reported that the patient's left lead had fractured and had lost therapy due to it. The issue was confirmed via x-ray. As a result, the patient had the lead explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186ans, serial: (B)(6) , UDI: (B)(4) , batch: a000119151.